Event description:
It was reported by service report that the cot retaining post top pin bracket was stripped. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Stripped retaining post top pin bracket.